Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken connector when removed. The event occurred during set up of the device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: component failure due to damage to the picture-in-picture (pip) connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.